Event description:
Six days after a tavr procedure, the patient was admitted at a local hospital with chf symptoms. Imaging reveled the 23mm sapien xt valve had migrated into the lvot. The valve was explanted six days later and a surgical valve was implanted.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case the exact cause of the migration could not be determined; however deployment of the sapien xt valve in a previously implanted surgical bioprosthetic valve may have contributed to the migration. Of note, the edwards sapien xt transcatheter heart valve, model 9300tfx, sizes 23 mm, 26 mm and 29mm, are indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted surgical bioprosthetic valve are not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.